Event description:
New information stated that the lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise, loss of capture and drop in sensing were noted on the ra lead. During the replacement procedure, attempting to put a new lead was unsuccessful due to occlusion. The patient was good. Lead extraction will be rescheduled.